Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: b5, d9, e3, g2, h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, the subject device was not returned for evaluation; therefore, a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the balloon attachment fell off the scope outside of the patient. There was no report of patient harm due to the event. No further details were available.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchofibervideoscope had a ballon fall off inside of a patient. The issue occurred during a diagnostic ebus procedure. There was no delay and when the problem was noticed the balloon was retrieved, the device was pulled and the procedure ended. The last part of the procedure wasn't completed, but enough specimens had been collected prior to the balloon falling off. The patient was a 53 year old female weighing 198 pounds. There were no reports of patient harm.